Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 78 mg/dl at the time of the report. The customer was not available to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.